Manufacturer narrative:
Analysis on the programmer discovered the display "flickers". Additionally, stylus sometimes not recognised by the touch screen. Cord bay latches were broken. Crack in bezel found. All found defective parts were replaced. Device passed all final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for repair and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.